Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they were at school while the cgm was reading 11.2mmol/l; however, the patient felt weak and told his teacher. The teacher checked the patient's bg and the meter was reading 1.6mmol/l. The teacher gave the patient 200ml of apple juice and checked his bg again 15 minutes later and the meter was reading 5.0mmol/l. At the time of contact, the patient was doing fine. Additional patient or event information is not available. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data.